Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review. The device was returned for evaluation, and subsequent testing verified the complaint. The rubber separated on the right side. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
Rubber fell off of wheel.